Event description:
Medtronic received information that 3 ped3 pipelines had difficulty during deployment. Stent prepped as per instructions for use (IFU), noted very slow filling of introducer sheath, seemed to take much longer than usual. This also happened with the second stent too, perhaps as it was 021 system? Stent taken through phenom tip to tip and system drawn back into ica to preferred landing segment, proximal to p comm, within the other two stents, first third opened well past aneurysm neck, looked good, however at the genu (opthalmic segment) appear to either be not opening or twisted, several resheathing to attempt opening but still no opening through this section, last third around genu, opened well just the mid segment on the bend an issue. Stent removed. It failed to open in the middle section. The middle of the pipeline was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeli ne was resheathed more then 2 times. No additional steps were taken to open the pipeline. The pipeline was not resheathed and removed with the microcatheter. It was drawn back into sheath. A second stent taken prepped as per usual, again exactly the same, non opening in the same segment. Device removed. It failed to open in the middle section. The middle of the pipeline was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed more then 2 times. No additional steps were taken to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Physician decided to try another manufacturers device to compare , xt 27 placed, an evolve surpass 4 x 17mm taken, the same issue occurred in the same section. Evolve removed. Last attempt using pipeline vantage stent 3. 027 system 350-12 with the plan to land above the problem segment around the bend therefore a short 12 taken. Stent opened well but some interaction between the xt 27 and stent, stent would not resheath on attempting to take slightly more distal and avoid the bend, whole system removed, thankfully no problems caused by the issue. The ped3 was stuck in the middle of the catheter. The catheter was continuously flushed with heparinized saline. It got stuck during resheathing. The physician released the load in an attempt to resolve the issue. The issue resolved. The catheter was damaged. The distal section of the xt 27 was accordioned. Xt 27 and stent saved for return. Decision taken to simply coil with axium coils and abandon the flow diverter plan. Patient well post procedure. On discussion post case and reviewing imaging it was assumed that the two already placed stents were restricting the opening on the bend which was not previously anticipated or seen on initial imaging. The pipelines were being used for an indication that was not approved as previous stents in situ implanted years ago leo stent and solitaire stent aneurysm still filling. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, amorphous aneurysm in the left paraopthalimic location. The max diameter was approximately 6mm and the neck diameter was 3-4mm. The distal landing zone was 3.5mm and the proximal landing zone was 3.6mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 90% inhibition prasugrel. Angiographic result post procedure was good. No patient symptoms or complications were reported.  Ancillary devices: sofia dac 125 cm m/v guide catheter, phenom 21 lot de21-008 microcatheter, synchro14 200cm guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product analysis #280894161:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the pipeline vantage device was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within an opened pipeline vantage inner pouch; within a dispenser coil and within an introducer sheath. The phenom-21 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. Blood was found within the introducer sheath. The pipeline vantage braid was found still attached to the advanced resheathing mechanism. The pipeline vantage device was retracted out of the introducer sheath against resistance. No damages or irregularities were found with the proximal pusher. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacer. The silicone supporting disks were found damaged. No damages or irregularities were found with the advance resheathing mechanism. The dps restraints and dps sleeves and tip coil were separated from the distal wire. The distal braid end was found fully opened, damaged, and frayed. The middle braid was found fully opened and undamaged. The proximal braid was found tapered, damaged, and frayed. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ could not be confirmed through device analysis, however, the proximal end was found tapered. Possible causes for incomplete open include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or improper anatomy. The pipeline braid was confirmed ¿damaged¿. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported pipeline was positioned in a bend, pipeline resheathed more than 2 times, vessel tortuosity as moderate, and devices were prepared per IFU. The silicone disks were found damaged, and the dps sleeves/restraint/tip coil were separated from the distal wire; indicative of over-manipulation, high force delivery, patient vessel tortuosity or advancing/retracting against resistance. The damages would not have contributed towards the failure to open. As the phenom-21 micro catheter used during the event was not returned for analysis, any contribution of the phenom-21 micro catheter towards the incomplete open and pipeline damage could not be determined. The phenom-21 is compatible for use with the pipeline vantage. Ngod10 2022-10-08 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.